Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), neuromyopathy ('neuromuscular problems'), autoimmune disorder ('autoimmune like symptoms / auto immune disorder') and device breakage ('essure fractured') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder, bleeding menstrual heavy, vaginal discharge, vaginal itching, depression, breast discharge, cramp in lower abdomen, ache, bloating, dyspareunia, lost weight, spotting vaginal, pelvic adhesions, enterolysis, ovarian cyst and pid pelvic inflammatory disease. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), alopecia ("hair loss"), skin disorder ("skin problems") and device breakage (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy and laparoscopic bilateral salpingectomy, lysis of adhesions. Enterolysis. Cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, dyspareunia, urinary tract disorder, allergy to metals, weight decreased, alopecia, skin disorder and device breakage outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, device breakage, dyspareunia, genital haemorrhage, neuromyopathy, pelvic pain, skin disorder, urinary tract disorder and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 and (B)(6) 2014. The essure coil was transected at this point, which the end was visualized and grasped with grasper. Patient had more than one more surgery. Date of removal : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successful essure procedure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune like symptoms / auto immune disorder") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder, bleeding menstrual heavy, vaginal discharge, vaginal itching, depression, breast discharge, cramp in lower abdomen, ache, bloating, dyspareunia, lost weight and spotting vaginal. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), alopecia ("hair loss") and skin disorder ("skin problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, dyspareunia, urinary tract disorder, allergy to metals, weight decreased, alopecia and skin disorder outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, dyspareunia, genital haemorrhage, neuromyopathy, pelvic pain, skin disorder, urinary tract disorder and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014. The essure coil was transected at this point, which the end was visualized and grasped with grasper. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successful essure procedure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), neuromyopathy ('neuromuscular problems'), autoimmune disorder ('autoimmune like symptoms / auto immune disorder') and device breakage ('essure fractured') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder, bleeding menstrual heavy, vaginal discharge, vaginal itching, depression, breast discharge, cramp in lower abdomen, ache, bloating, dyspareunia, lost weight, spotting vaginal, pelvic adhesions, enterolysis, ovarian cyst and pid pelvic inflammatory disease. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), alopecia ("hair loss"), skin disorder ("skin problems") and device breakage (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy and laparoscopic bilateral salpingectomy, lysis of adhesions. Enterolysis. Cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, dyspareunia, urinary tract disorder, allergy to metals, weight decreased, alopecia, skin disorder and device breakage outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, device breakage, dyspareunia, genital haemorrhage, neuromyopathy, pelvic pain, skin disorder, urinary tract disorder and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 and (B)(6) 2014. The essure coil was transected at this point, which the end was visualized and grasped with grasper. Patient had more than one more surgery. Date of removal : (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successful essure procedure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter's information added. Product information were updated. Event: essure fractured were added. Medical history were added. Rcc added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune like symptoms / auto immune disorder") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder, bleeding menstrual heavy, vaginal discharge, vaginal itching, depression, breast discharge, cramp in lower abdomen, ache, bloating, dyspareunia, lost weight and per vaginal bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), alopecia ("hair loss") and skin disorder ("skin problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, dyspareunia, urinary tract disorder, allergy to metals, weight decreased, alopecia and skin disorder outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, dyspareunia, genital haemorrhage, neuromyopathy, pelvic pain, skin disorder, urinary tract disorder and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014. The essure coil was transected at this point, which the end was visualized and grasped with grasper. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successful essure procedure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.